Event description:
During a surgical procedure, the da vinci surgical system began to present a fault code to the user. The da vinci safety systems generated the fault code in response to a differential change in the angular position of one or more robotic joints as measured by a primary and secondary sensor being out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". The surgeon decided to convert the procedure to open surgical techniques to complete the planned procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The isi field service engineer identified the issue as originating from the endoscopic camera manipulator arm (ecm). He repaired the system by replacing the ecm. The ecm was returned to isi for additional failure analysis. An isi return material service technician performed additional electrical tests on the returned ecm and determined the issue was likely caused by degraded potentiometer (i.e. Secondary sensor) producing a noisy signal.